Event description:
Surgeon performed colectomy and small bowel resection. Leakage noticed around staple line, so anastomosis site had to be oversewn. Developed post-operative abscess around anastomosis site.